Manufacturer narrative:
An internal investigation was performed for a false positive result when using vidas® varicel. Zoster igg 60 t (ref 30217, lot 1006930030) and compared to the chemiluminescence method. The customer submitted two kits of vidas vzg lot 1006992830/ 190925-0 which was different from the initial customer complaint ( lot 1006930030/190901-0 ). So, an investigation was performed on both batch numbers in parallel. No isolate was received for investigation. There is no CAPA nor non-conformity was recorded for vidas vzg reference 30217 linked to the customer's issue. The analysis of the batch history records for vidas vzg lot 1006930030/190901-0 showed no anomaly linked to the customer issue, during the manufacturing, control and packaging processes. One other complaint was received for vidas vzg lot 1006930030/190901-0 with no recurrence of the customer's issue. A review of control charts for six internal samples on seven different batches of vidas vzg ref. 30217 lot 1006930030/190901-0 and lot 1006992830/ 190925-0, showed that all results are within specifications, and the two lots are in the trend of the other lots. Biomérieux tested the previous six internal samples, on the retained vidas vzg lot 190901-0 and lot 190925-0 returned by the customer. As a reminder, for vidas vzg ref 30217 the interpretation is: negative <0,60 tv. Equivocal >=0,60 à <0,90 tv. Positive >=0,90 tv. Vzg18 target 0,48 negative. Vidas vzg lot 190901-0 vt 0,41 negative. Vidas vzg lot 190925-0 vt 0,38 negative. Vzg22 target 0,16 negative. Vidas vzg lot 190901-0 vt 0,17 negative. Vidas vzg lot 190925-0 vt 0,14 negative. Vzg43 target 0,85 equivocal. Vidas vzg lot 190901-0 vt 0,89 equivocal. Vidas vzg lot 190925-0 vt 0,86 equivocal. Vzg44 target 0,82 equivocal. Vidas vzg lot 190901-0 vt 0,80 equivocal. Vidas vzg lot 190925-0 vt 0,73 equivocal. Vzg17 target 0,90 positive. Vidas vzg lot 190901-0 vt 0,84 equivocal. Vidas vzg lot 190925-0 vt 0,81 equivocal. The sample vzg17 gave equivocal results with both lots mentioned by the customer. However, results are within accepted ranges. Vzg27 target 3.12 positive. Vidas vzg lot 190901-0 vt 3.19 positive. Vidas vzg lot 190925-0 vt 2.87 positive. In conclusion, vidas tends to give lower results without any change in interpretation when comparing with another method. According to all the data above, performances of vidas varicel. Zoster ref 30217 is within specifications.

Event description:
A customer from (B)(6) reported a false positive result when using vidas® varicella- zoster igg 60 t (ref 30217 - lot 1006930030). The customer stated they received a positive vidas vzg result so they sent the sample to be retested at another site with the chemiluminescence method and the result was negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.